Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (arterial trauma/dissection/perforation), (anatomy of narrow thoracic aorta).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as the thoracic aorta was 32 mm in diameter 2 cm below the left subclavian artery, and then enlarged to 36 mm. There was one part of the aorta where the diameter reduced down to only 17 mm and the re-enlarged. Two distal main stent grafts were implanted. The physician used a reliant balloon to model the distal most stent graft with a 30 cc syringe and 20 cc of fluid were injected. The balloon was in the middle section of the stent graft. It was reported that the stent graft was perforated when the physician modelled the stent graft with the reliant balloon resulting in a type 3 endoleak, (fabric) (ref # 2953200-2011-00263). The endoleak was successfully resolved with placing a stent graft within the perforated stent graft. No additional clinical sequelae were reported and the patient is fine.